Event description:
The manufacturer received information alleging a ventilator did not deliver the set volumes and the patient's blood oxygen saturation decreased. The patient was placed on another device and recovered. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator did not deliver the set volumes and the patient's blood oxygen saturation decreased. The patient was placed on another device and recovered. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the flow sensor was found to be contaminated with dirt and dust. The flow sensor was replaced to address the issue.